Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq3926 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed. Patient status/ intervention: change new wire.

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed. Patient status/ intervention: change new wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a deformed guidewire was confirmed but the cause is unknown. A photograph of the 0.018¿ stainless steel guidewire with a gold-plated tungsten tip was returned for evaluation. The distal tungsten tip was deformed with the tip bent and coiled upon itself. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Possible contributing factors for a bent wire could include insertion/removal against resistance or insertion through a tortuous path. H3 other text: evaluation findings are in section h11.